Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time. The recipient is still in hospice care and has no plans to return to clinic. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing retention issues due to magnet migration. The recipient was instructed to cease device use due to thin skin. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.